Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01479 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, in both instances, the clip were attached to the target site however, the clips would not release from the catheter. The physician "jiggled" the device, trying to release the clip, and after several attempts the clips fell into the patient in a closed state. It was reported that there was no tissue damage or bleeding caused by this event. It was also reported that the clips were left to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.